Event description:
It was alleged that during a case when the foot pedal was hit, the monitor showed a jolt go through the pt, and the handpiece slightly burned the pt. The pt is doing fine with no injuries.